Manufacturer narrative:
The returned driver was evaluated. One of the prongs at the tip of the device was found fractured off. The cause cannot be determined since there is no information available regarding the timing and usage of the device when the fracture occurred. A review of the manufacturing records did not identify any issues that would have contributed to this event.

Event description:
It was reported that during a routine inspection an assembly pin on a screwdriver was found broken. Therefore, no specific surgical or patient information is available. However, device evaluation by zimmer biomet personnel found that a portion of the tip has fractured off.